Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as rubbed raw under the shoulder straps and sores under the electrode belt. There was no alleged device malfunction contributing to the irritation. The patient¿s hospital staff provided gauze to put under the equipment. Outcome of the irritation is unknown.